Event description:
The manufacturer received information alleging that the ventilator device did not meet acceptance criteria of evaluation process due to the bottom 2 inlet being cracked. There was no harm or injury reported. The device was received and evaluated by the manufacturer. A review of the log files showed an internal li-ion battery permanent failure alarm. The internal battery is the final power source and failure of the internal battery may impact therapy. The internal battery was replaced to address the findings. The device passed all testing.